Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The customer was unable to provide medications for patient #2.

Event description:
The customer alleged an unknown number of questionable sodium results on the cobas integra 400 plus analyzer. The customer provided examples of 84 sodium results that had been repeated on another analyzer. Two of these results were discrepant: #1: initial sodium = 130 mmol/l #1: repeat sodium = 136 mmol/l #2: initial sodium = 123 mmol/l #2: repeat sodium = 131 mmol/l sodium ise lot #: 21594916 the customer stated that it is unknown whether or not any patients were adversely affected. The customer did state, though, that neither of the discrepant results provided were reported outside the laboratory. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the customer performs sodium analysis on this analyzer using an indirect ise mode. The customer was comparing these results with those from an analyzer that used a direct ise mode. Due to the solvent exclusion effect it is not possible to compare results obtained through indirect ise measurement with those obtained through direct ise measurement.

Event description:
It was reported that a pt never had therapeutic effect while the device was turned on. Stimulation in the wrong location was also noted. Initially it was reported that the wrong area reciving stimulation was his back, but later it was indicated that he was only feeling stimulation on right side of his leg vs. The left side. The pt visited his hcp on (B)(6) 2010, and was informed that a lead migration was suspected. A surgical revision was planned to take place on (B)(6) 2010. The pt's outcome was not reported. Add'l info is being requested from the hcp, and will be provided in a f/u report at it becomes available.